Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2019-15187 and 2017865-2019-15188. It was reported the patient deceased. There is no known allegation from a health professional that suggests the death was related to the pacemaker, right atrial lead, or right ventricular lead. It was reported that the cause of death was unknown.

Event description:
Related manufacturer reference number: 2017865-2019-15202, 2017865-2019-15188.

Manufacturer narrative:
As received, a partial lead was returned in one piece. Electrical testing did not find any indication of conductor fractures. Visual inspection of the lead did not find any anomalies except for damages consistent with procedural damage.